Event description:
A patient reported their stimulator was not working and they were seeing a "warning call your doctor" por on the patient programmer (pp). They stated they noticed the por code was on the pp when they realized that they were not feeling stimulation and their bladder pain was returning and getting worse. The patient stated they were implanted to help with bladder pain. There were no recent medical tests or electromagnetic inference (emi) exposures. The patient would follow up with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.